Manufacturer narrative:
E1 - initial reporter city: (B)(6). Detailed product information was not provided to bsc. Further details about the device could not be confirmed through gfe, as the facility discarded the device. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR: the pcb device was returned to our post market quality assurance laboratory inserted in the customers introducer sheath, which was noted to be damaged. A visual examination of the returned device identified that approximately 8mm of blade were noted to have lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. The balloon was inflated to its rated burst pressure with no leaks or issues noted. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. This concludes the product analysis.

Event description:
It was reported that blade detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for vascular access intervention therapy (vaivt) to treat shunt failure. During the procedure, the graft anastomosis and its surrounding area were dilated about three times at 10 atmosphere, and complete dilation was achieved. However, resistance was noted when removing the device from the patient's body. The blade separated and flipped over, and it was caught between the balloon and the sheath. The balloon was removed together with the sheath. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that blade detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for vascular access intervention therapy (vaivt) to treat shunt failure. During the procedure, the graft anastomosis and its surrounding area were dilated about three times at 10 atmosphere, and complete dilation was achieved. However, resistance was noted when removing the device from the patient's body. The blade separated and flipped over, and it was caught between the balloon and the sheath. The balloon was removed together with the sheath. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Detailed product information was not provided to bsc. Further details about the device could not be confirmed through gfe, as the facility discarded the device. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.